Manufacturer narrative:
A temporal association exists between the liberty cycler and cycler set and the patient observing a fluid leak during treatment (B)(6) 2017 with the subsequent event of peritonitis. Due to the reported issues with fluid leaks, the liberty cycler/ cycler set cannot be excluded as a possible source for the patient¿s peritonitis infection due to the potential risk of breach on sterility with the ccpd procedure. Despite the patient noticing the leak during treatment, the patient continued to use the leaking product in order to complete pd therapy. The liberty cycler user manual warns that ¿damaged tubing or cassettes can lead to leaks, contamination and infection¿ and goes on to state ¿do not use this set.¿ a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. During a routine follow up phone call to the peritoneal dialysis (pd) nurse it was documented this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2017. The patient had been experiencing cassette leaks and continued to use the product to complete her pd therapy. The most recent leak was documented as (B)(6) 2017. The pd nurse requested the patient to come to the clinic on (B)(6) 2017. The pd fluid culture results on (B)(6) 2017 were positive for gram-positive staphylococcus and the patient was prescribed/treated with vancomycin (route, dose, strength, duration unknown). Per pdrn, the patient¿s signs and symptoms of peritonitis subsided and the patient was able to continue ccpd therapy with no further issues.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. During a routine follow up phone call to the peritoneal dialysis (pd) nurse it was documented this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2017. The patient had been experiencing cassette leaks and continued to use the product to complete her pd therapy. The most recent leak was documented as (B)(6) 2017. The pd nurse requested the patient to come to the clinic on (B)(6) 2017. The pd fluid culture results on (B)(6) 2017 were positive for gram-positive staphylococcus and the patient was prescribed/treated with vancomycin (route, dose, strength, duration unknown). Per pdrn, the patient¿s signs and symptoms of peritonitis subsided and the patient was able to continue ccpd therapy with no further issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a peritoneal dialysis patient reported a fluid leak during treatment on (B)(6) 2017 and completed her remaining treatment using the cycler. The pdrn stated the patient was requested to come into the clinic on (B)(6) 2017 and was diagnosed with peritonitis. The pdrn stated the patient¿s fluid culture results were received and confirmed gram-positive staphylococcus peritonitis and was being treated in clinic with vancomyin antibiotics. Per pdrn the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown if the fluid leak caused the patient to develop the infection. Per pdrn the patient's cycler was replaced and the patient¿s signs and symptoms of peritonitis subsided, and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The lot number was unknown and the sample was discarded. Medical records were being requested.